Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, an error message came up on the laser screen after 5 minutes. It was then noted that the entire metal tip of the fiber had broken and was barely hanging onto the rest of the fiber. The fiber was taken out of the patient and the fiber tip completely separated from the fiber outside of the body of the patient. The procedure was completed with a cautery loop. There were no clinical complications to the patient due to this event.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The potential for forward firing may exist. In addition the distal part of the glass cap and the metal cap were detached and returned. There was severe devitrification at output window on the glass cap. The metal cap had severe charred detritus adhered to the surface. The outer flow tubing open end exhibits minor scratch marks and signs of melting. The fiber was tested using a hene laser fixture and the aim beam was present at the output window. No breaks were noted along the fiber length. The connector cone, segments and tabs appeared to be in good condition and secure. The control knob was intact and capable of rotating the fiber. Due to the observed glass cap distal fracture and detached metal cap, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. It is probable that a temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed defects.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, an error message came up on the laser screen after 5 minutes. It was then noted that the entire metal tip of the fiber had broken and was barely hanging onto the rest of the fiber. The fiber was taken out of the patient and the fiber tip completely separated from the fiber outside of the body of the patient. The procedure was completed with a cautery loop. There were no clinical complications to the patient due to this event.

Manufacturer narrative:
Lot number: corrected. Expiration date: corrected. Device manufacture date: corrected.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, an error message came up on the laser screen after 5 minutes. It was then noted that the entire metal tip of the fiber had broken and was barely hanging onto the rest of the fiber. The fiber was taken out of the patient and the fiber tip completely separated from the fiber outside of the body of the patient. The procedure was completed with a cautery loop. There were no clinical complications to the patient due to this event.